Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that impedance measurements were taken, c<(>&<)>2 was 556 ohms, everything else was greater than 4000 ohms. It was stated that patient was using program 3 with 3-, 2-, 0+, therapy impedance was greater than 4000 ohms. The hcp stated that capacity was 29-49 percent for battery, and longevity was 29-50 months. The hcp said the patient was having multiple accidents since 2-3 weeks ago. It was stated that patient had tried all 4 programs and they increased to 8.5 volts, but patient still couldn't feel stimulation. The technical services specialist (tss) started to help the hcp program, but patient felt uncomfortable and said they would call the manufacturer's representative (rep) to assist in person. It was noted that there were no trauma/falls reported that could be related to this issue. Patient was to follow up with hcp. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.